Event description:
International affiliate reported the distal tip of the moss miami final tightener burred off while the surgeon was completing final tightening of a single inner set screw. However, examination of the photo that was provided to the depuy synthes spine¿s complaint handling unit revealed the distal tip was stripped during use. A second final tightener was available to final tighten the set screws without incident. No injury was suffered by the patient and nothing fell into the patient. Only a minor delay to the surgery was encountered.

Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.